Event description:
Implants failed before prosthetic restoration. The doctor stated that the implant site was not integrate and had bone loss all around the implant. Stability and osseointegration were not achieved. Bone quality at time of implant failure was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post-placement/pre-loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.